Event description:
It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of event and the patient was treated with auto correction and manual bolus.

Manufacturer narrative:
E1: patient city: (B)(6)/ patient country: australia. Name- medtronic minimed, street-18000 devonshire street, city- northridge, state- ca, zip code- 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.